Event description:
It was reported that a small volume infusor over infused. The infusion was completed in 36 hours and the expected infusion time was 48 hours. This was identified after use of the device for a patient infusion at the hospital. The device was filled with 2500mg fluorouracil 50ml and normal saline 50ml with a total fill volume of 100ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.